Manufacturer narrative:
Emdr section h6, codes c19, d15, d1001 and d1002 updated to reflect results of product history review. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis. The patient's abdominal aorta had previously been replaced with a y-shaped synthetic graft. When the contralateral leg endoprosthesis was deployed, it was positioned at a markedly curved portion of the synthetic graft, resulting in inadequate expansion of the stent graft. An attempt was made to withdraw the delivery catheter, but it could not be removed. When stronger traction was applied, the delivery catheter became separated. The separation occurred at the base of the stent-graft mounting portion, and the overlapping segment of the stent graft migrated approximately 3 mm. The detached delivery catheter was retrieved using a snare catheter, and the area with incomplete expansion was dilated using a balloon. No adverse health effects occurred. Attending physician's opinion: the segment of the synthetic graft replacement exhibited severe tortuosity.